Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the fresenius apd luer lock connector's connection to the baxter icodextrin solution bag during dwell 9 of 9 of pd treatment. The patient reported receiving air detected in cassette alarm during dwell 9 of 9. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). There was no adverse event, symptom, nor medical intervention reported during the initial call. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient indicated that the connector was connected after the fluid leak was observed and when they touched the bag the connector disconnected from the solution bag without any manipulation of the connection. The connector used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.